Manufacturer narrative:
The device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported to the distributor that intracranial pressure monitoring was conducted for four days and on the fifth day an incredible value was displayed. No patient injury was reported. The patient was not in transit. The catheter was zeroed prior to insertion.